Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator revealed a record episode of ventricular fibrillation with undersensed r waves. Programming interventions were made. No complications were noted, as the patient has a left ventricular assist device (lvad) implanted. The patient was stable.